Event description:
Patient tested 3.9 inr and 2.0 inr on coaguchek xs system 1, and 1.9 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 22737011 and expiration date 10/31/2015). (B)(4).